Event description:
It was reported that after using the device, metal flakes were noticed inside the patient while irrigating. The device was discarded, and another device was used. Again flakes were noticed from the second device. All fo the flakes that were visible were irrigated out of the patient. The second device also was discarded. There was no patient injury. This report is being filed for the first device. See MFR report 2134070-2013-00150 regarding the second device.

Manufacturer narrative:
(B)(4). The device was not returned to the maufacturer and was reported to be discarded. The device history record was reviewed and no discrepancies were noted.